Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was immediately replicated. The cause was found to be due to a faulty downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump was continuous beeping. No adverse patient effects were reported.